Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain, hard nodules, granulomatous, hardened cords, distressed and difficulty speaking are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Patient reported having been injected with unspecified juvéderm ultra. Patient had additional injections 8 months later with juvéderm voluma with lidocaine and juvéderm volbella with lidocaine. About 3 weeks later, the patient woke up with pain and a swollen chin. There were also nodules. There was no associated infection or flu. Patient waited 3 days to see if the symptoms would get better, but they ended up getting worse. Patient contacted the injector on the 3rd day and advised the patient to take predsin for 5 days. On the 4th day, the symptoms only got worse. Patient was then asked to take ciprofloxacin and clarithromycin while suspending the use of corticoid. After suspending the use of predsin, the symptoms only got worse. The patient's mento region had many hard and painful nodules like a "rock" which resulted in the patient having difficulty speaking. In the dark circles and right nasogenian grooves, other areas injected with filler, the patient also had hardened cords. Patient also took celestone beyond the antibiotics which reduced the nodules but then got to the point where they would stop decreasing. Patient was then treated with hyaluronidase and kenalog with very little improvement after 2 sessions with another doctor. Patient still has nodules in the dark circles, mento and right nasogenian groove. It was noted that patient had hard nodules in the entire face. It was noted that photos show the granulomatous event. Patient is greatly distressed over the delayed resolution of the symptoms. This is the same event and the same patient reported under MDR ID #3005113652-2018-01847 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-01849 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.